Event description:
A home patient contacted baxter's technical service center for assistance regarding a system error 2240 alarm received during drain 4 of 5 when they got off to use the restroom during apd therapy. The home patient stated that they disconnected aseptically and reconnected using the same setup. There was no patient injury or medical intervention reported per the home patient.